Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump failed calibration. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. No error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation. Root cause of the reported issue is unknown however, signs of fluid ingression on the downstream occlusion sensor was detected. Recommended that the downstream occlusion sensor be replaced. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
Additional information was received by the manufacturer on 28-sept-2022 via email and attached in the complaint object: all issues with these devices were found during testing at our facility. No patient involvement was indicated to me, or our technician, at the time the pumps were received at our facility for repair and recertification.

Manufacturer narrative:
B5: describe event or problem: updated with additional information. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.